Event description:
The user facility reported the cart washer alarmed with a "low pressure pump" alarm and would not complete a cycle. When the steris technician was on-site to service the unit, he initiated a cycle and found that the high pressure pump stayed on during the drain phase and that the drain valve opened which allowed water to leak onto the floor and the floor below, causing damage to several ceiling tiles. No injuries or procedural delays/cancellations reported.

Manufacturer narrative:
The steris service technician inspected the cart washer and determined that the likely cause of the reported event was due to a user facility power issue, which likely caused electrical interference on the washer's ram control board. The washer incorrectly commanded the pump to remain on and the drain valve to open, allowing water to leak on the floor. The technician reset the unit, ran test cycles which completed successfully and returned the unit to service. The cart washer is under steris service contract and was last serviced on (B)(4) 2012 when no leaks were noted.